Event description:
The initial reporter stated they received discrepant results for three patient samples tested with gamma-glutamyltransferase ver.2 - standardized against ifcc / szas (ggt) on a cobas c 111 analyzer. The first sample initially resulted in ggt values of 339.93 u/l and 173.0 u/l. The sample was repeated on a second analyzer, resulting in values of 154 u/l and 154 u/l. The second sample initially resulted in ggt values of 48.0 u/l and 12.3 u/l. The sample was repeated on a second analyzer, resulting in values of 16 u/l and 15 u/l. The third sample initially resulted in a ggt value of 637.7 u/l and it repeated as 217 u/l.

Manufacturer narrative:
The ggt reagent lot number was 867689. The reagent expiration date was requested, but not provided. Pictures of the analyzer pipettor showed unusual substances under the pipettor. Debris was present on the rotor. The field service engineer cleaned up the rotor, fans, and circuit boards. Calibrations and hardware checks were performed. Calibration and control data were acceptable. The investigation is ongoing.

Manufacturer narrative:
All quality control and calibration data remained stable and within established specifications throughout the timeframe of the event. Precision checks performed in december 2025 were acceptable. System logs and quality control history currently show no further abnormalities. The customer confirmed they are not having any further issues. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer provided data for three additional patient samples (samples 4, 5, and 6) tested on the cobas c 111 analyzer. The fourth sample initially resulted in a alkaline phosphatase acc. To ifcc gen.2 value of 637.7 u/l on (B)(6) 2025 and it repeated as 217.4 u/l. The sample was repeated on a second analyzer, resulting in a value of 212 u/l. The fifth sample initially resulted in a ggt value of 171.5 u/l on (B)(6) 2025. This sample was repeated on a second analyzer, resulting in a value of 65 u/l. The sixth sample initially resulted in a alkaline phosphatase acc. To ifcc gen.2 value of 144.8 u/l on (B)(6) 2025 and it repeated as 72.7 u/l. The sample was repeated on a second analyzer, resulting in a value of 68 u/l. The alkaline phosphatase reagent lot number was 86779801. The expiration date is unknown.